Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 248 mg/dl. Reportedly, the customer was on the last cartridge and when they went to load the new cartridge, the cartridge was a t:slim cartridge instead of a t:flex cartridge. The customer had manual injections available.